Event description:
On (B)(6) 2019, young dental customer service was contacted by an employee of a dental office to report the following occurrence: a patient, (B)(6) male, swallowed a prophy cup after it became detached from the prophy angle during the procedure. The patient then went to the pediatrician where he passed the cup. As of (B)(6) 2019, young dental has received no further information from the dental office involved in this event.